Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a fresenius 2008k2 hemodialysis (hd) machine had melted fuses. The melted fuses were noticed during machine repair for the machine being unable to power on. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The technician replaced the melted fuses, rearmed the tubing correctly, replaced the tubing, and replaced the damaged capacitor, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The distribution board was discarded by the biomed and is not available to be returned to the manufacturer for physical evaluation.